Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2018 and a suture was used. During surgery, the needle detached. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional: a used suture piece of product code w9355, lot lg7brmn was returned for analysis. During visual inspection of the sample, an end of the suture piece was damaged appears to be by use of a surgical instrument and the impression at the swaged could not be observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident. The following additional information was received: when did the needle detach- in the package/during dispensing(before use on patient)/ during suturing (use on patient)? During suturing (used on patient.) How was case completed? Used another set of suture any adverse patient consequences? If yes, what medical/surgical intervention was provided? None.